Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm every four hour. Customer was advised that power source was unable to charge. Customer was given a series of instructions to follow to resolve issue and customer was not satisfied. Insulin pump would be replaced due to customer's request. Customer's blood glucose was 11 mmol/l.